Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed and an annular rupture along with an ascending aortic dissection occurred. The valve was then noted to be implanted; however, the procedure was then converted to open-heart surgery with the intent to replace the ascending aorta, but the patient died. Per the physician, the cause of death was an annular rupture and ascending aortic dissection caused by the pre-bav. Additional information was received that the valve was implanted following the pre-implant balloon dilation with a 20 mm non-medtronic (bard true) balloon. A non-medtronic guidewire (safari) was used for the procedure. It was clarified that an annular rupture occurred not an aortic dissection. The injury was at the left coronary cusp (lcc) and treated with open repair. Per the physician, the cause of death was annular rupture from the pre-implant balloon. The physician excluded both the valve and delivery catheter system (dcs) as contributing causes to the rupture and subsequent death.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: unknown, h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed and an annular rupture along with an ascending aortic dissection occurred. The valve was then noted to be implanted; however, the procedure was then converted to open-heart surgery with the intent to replace the ascending aorta, but the patient died. Per the physician, the cause of death was an annular rupture and ascending aortic dissection caused by the pre-bav.

Manufacturer narrative:
Updated data: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6), ubd: 2027-04-25, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.